Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced the pinch tube and cleaned the sipper and sample probe. Calibration and quality control were performed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. The initial result was 112.1 mmol/l with a data flag. The doctor questioned the result, and the sample was repeated with a result of 140.2 mmol/l.